Manufacturer narrative:
Findings: unit received with blank display due moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. Unit received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner. (B)(4).

Event description:
The customer's mother reported via phone call indicating that daughter insulin pump had moisture damage. Customer's blood glucose at time of incident was 135 mg/dl. The customer reported that the device was exposed to toilet water. Customer stated that pump fell into the toilet. Customer reported that there is fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.